Event description:
During verification testing at the service center, it was noted that the device door roller was broken.

Manufacturer narrative:
During testing, it was found that the device door roller was broken. As indicated, the device has been identified as part of the product recall. This report represents all the information known by the reporter upon query by hospira personnel.